Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that noise was observed on the atrial lead as a result of clavicular crush damage. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found external insulation abrasion at 33.8 to 34.1 cm from the distal end of the lead. The damage was consistent with constant friction between the lead and device body.